Event description:
A left hip revision of accolade stem - head was still in cup and head was found to be sheared off trunnion. Surgeon noted bizarre looking trunnion wear and notching on the trunnion during revision.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: there were no medical records provided for review by a clinical consultant. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: complaint history review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as device analysis, x-rays and operatives report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient was received by stryker orthopaedics.

Event description:
A left hip revision of accolade stem - head was still in cup and head was found to be sheared off trunnion. Surgeon noted bizarre looking trunnion wear and notching on the trunnion during revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.